Manufacturer narrative:
Our records indicate this device remains implanted. If additional infomation is received, this report will be updated.

Event description:
Additional information confirmed that the device was intentionally deactivated pursuant to a physician's order. There have been no allegations of performance issue at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had the ventricular tachycardia mode was programmed to a value other than monitor plus therapy. Additional information has been requested; however, no further informaiton is currently available. No adverse patient effects were reported.